Event description:
It was reported that in 2010 the patient¿s ¿wires were cracking,¿ so they ¿replaced the whole thing.¿

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).